Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. However, the insulin pump passed the displacement test. The insulin pump passed the operating currents, no unexpected failed battery test alarms noted. No motor error alarm occurred during test. The insulin pump had a loud motor noise during rewind due to faulty motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 248 mg/dl. Caller stated that the customer's insulin pump was alarming no delivery and motor error. Nothing further was reported.